Event description:
Boston scientific received information that this right atrial lead was dislodged. A drop in pacing lead impedance of 300 ohms was noted. Additional information received from the field representative indicated that the dislodgement was confirmed on an electrogram. There was no plan of action at this point in time. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.